Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that an unspecified medication programmed at a rate 100ml/hr. Infused faster than expected. Although requested, no additional information about the patient, medication, or event provided.

Manufacturer narrative:
The customer¿s report that propofol infused faster than expected was confirmed. Physical inspection of the device noted a lower bezel door hinge crack. The lower portion of the door assembly was observed to be out of alignment, and a crack was observed in the rear front door panel cover. No other abnormalities were observed. Review of the pcu event log showed that on the reported incident date of 31may2019, the pcu was in the critical care profile and powered on with 1 device s/n (B)(4). During the course of the infusion, the log shows that there were 10 dose changes. 2 rapid boluses were delivered. The vtbi was programmed 4 times. There were 4 occlusion alarms, 1 air-in- line alarm, and 3 flo stop open alarms (total 9 seconds). On 02june2019 at 7:36 am, the device was channeled off by the user and infusion stopped. Total infusion time: 1 days 12 hours 28 minutes 43 seconds. Total volume infused: 174.465ml. Rate accuracy testing was stopped due to unregulated flow, at which time it was observed that the pump module door was misaligned. The door was replaced with a known good door. Rate accuracy testing was performed again, and unregulated flow was again observed. Internal inspection of the device revealed that a non-bd manufactured bezel assembly had been installed. The non-bd bezel was replaced with a known good bezel assembly. Timed rate accuracy testing was performed, and the pump module was observed to be operating within specification. The root cause of the customer¿s report that propofol infused faster than expected is the use of a source pump module containing a non-bd manufactured bezel.

Event description:
It was reported that a new propofol bottle (1000mg/100ml), hung by the previous shift at 5:30pm and programmed at a rate of 20 mcg/kg/min (5ml/hr), was found to be empty at 7:20. Per the device, the total volume infused was 6.95ml. The customer stated that there was no patient harm.